Event description:
It was reported that the patient experienced malaise, stiffness in muscles, and fever. Lab tests showed abnormal results including inflammation crp 195 ml/dg. The cultures remained sterile. It was unknown if the event was implantable neurostimulator (ins) or component related. Actions included in-patient hospitalization and an emergency room visit. The patient was admitted to the hospital for further investigation and administration of medication on (B)(6) 2014. The event occurred during normal use. The outcome was resolved without sequelae on (B)(4) 2014.

Manufacturer narrative:
Concomitant products: product ID 3391-28, lot # 0203278268, implanted: (B)(6) 2008, product type lead; product ID 3389-28, lot # 0203693471, implanted: (B)(6) 2010, product type lead; product ID 3391-28, lot # 0203278269, implanted: (B)(6) 2010, product type lead; product ID 3389-28, lot # 0203693472, implanted: (B)(6) 2010, product type lead; product ID 7482-95, serial # implanted: (B)(6) 2010, product type extension; product ID 7482-95, serial # (B)(4) , implanted: (B)(6) 2010, product type extension; product ID 64002, lot # 0206534298, product type adapter; product ID 64002, lot # 0206099810, product type adapter. (B)(4).

Event description:
Additional information reported the patient was hospitalized for two days and was released after a spontaneous improvement of inflammatory parameters. The final clinical diagnosis was inflammation in the blood. Medications administered included allopurinal sandoz 100 mg/d, befact forte imovane 7.5 mg/d, notrilen 50 mg/d, traxene and trazolan 100 mg/d.

Event description:
Additional information received reported the two urine cultures remained negative. Etiology noted the neurostimulator.